Manufacturer narrative:
Field service inspected the architect (B)(4) and observed the r2 wash valve was leaking, which required replacement of the solenoid valve. The valve, maniflold kit was identified as likely cause. Review of the service history for the architect (B)(4) did not identify contributing factors and there have been no further occurrences of discrepant results since the valve, manifold kit was replaced. Tracking and trending for the architect i2000sr did not identify any systemic issues or adverse trends associated with the erratic result issue described in the complaint. The i2000sr erratic result rate is within acceptable limits with no trends identified. Trending data and manufacturing documentation for the valve, manifold kit did not identify any adverse trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified for the architect i2000sr analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false negative architect syphilis tp result for a neonatal sample on the architect i2000sr analyzer. The customer indicated the mother was positive. A new sample was collected which generated a positive result of 10.56 s/co and retest of the original sample generated a positive result of 11.44 s/co. No adverse impact to patient management was reported